Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl, 150 mg/dl and 200 mg/dl. Customer no longer has test strips no death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.